Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-physiologic oversensing, possible myopotential oversensing, and varying bipolar impedance, sensing and thresholds. It was also reported that the right ventricular (rv) lead exhibited non-physiologic oversensing, possible myopotential oversensing, possible t-wave oversensing, diminished r-waves, and possible noise. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.